Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dislodgment of the hemostatic valve is related to the customer complaint. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dislodgment of the hemostatic valve could be related to the obstructed condition reported by the customer; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged inside the hub component. It was initially reported by the customer that there was resistance when trying to insert the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The caller stated that the wire was stuck when trying to advance it through the sheath. The vizigo sheath was exchanged and the procedure was continued. There was no patient consequence. The customer¿s reported issue of obstructed sheath is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device identified the hemostatic valve dislodged inside the hub component. This finding was reviewed and assessed to be an MDR reportable malfunction.